Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd durasafe plus¿ epidural lock cse needle set there was an issue with sterility breach. It was stated ¿the nurse found the needle through the shield when the package was opened.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided, the returned device met product specifications upon review. The batch record also was reviewed, no related abnormalities were found. Unfortunately with being able to observe the reported failure mode our investigators could not determine the root cause of the reported failure mode.